Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging an inaccurate delivery issue with the pump. There was no reported adverse event associated with this complaint. There was no additional information available for this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/17/2015 with the following findings: the last basal delivery and the last bolus delivery were on (B)(6) 2015. On (B)(6) 2015 at 14:55, a ¿loss of prime¿ was recorded; deliveries resumed at 15:10. On (B)(6) 2015 at 15:19 a ¿loss of prime was recorded; deliveries were resumed at 15:28. On (B)(6) 2015 at 16:34, a ¿loss of prime¿ was recorded; deliveries were resumed at 16:52. The total daily dose added up correctly and reflected the users programmed basal rates. The pump passed the delivery accuracy testing with no delivery defects found. The pump was found to be delivering within required range and delivering accurately. A 24 hour duration test was performed on the pump with no errors, alarms or warnings. The reported complaint was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).